Manufacturer narrative:
Investigation results were made available. Review of event description: patient (ID: (B)(6) is part of a single-center follow up study to obtain long-term survival, clinical and radiographic outcome data on the modular zimmer revitan revision stem. According to the received information, a revitan stem and b-s cage was implanted on (B)(6) 2010 and revised again on (B)(6) 2011 due to infection. Review of received data: surgical report, on (B)(6) 2010: diagnosis / treatment: re-implantation htep, condition after girdlestone situation following periprosthetic infection. Findings: indication for surgery given due to clinically and laboratory resolved periprosthetic infection. Transgluteal approach using previous scar. Scar and granulation tissue, no indication of infection. Debridement of acetabular floor and the femoral canal. Reconstruction using a burch-schneider cage, cementing of a polar cup, insertion of a revitan stem 200/20 and a 55 proximal component. Replacement of cerclage cables as femoral osteotomy has not yet healed completely wound lavage. Antibiosis: clindamycin and cefuroxim for 2 weeks and sobelin orally until 6 postop. Week postoperative x-ray control shows correct implant positioning procedure time 3hrs 50 minutes. Discharge summary, on (B)(6) 2010: patient was stationary from on (B)(6) 2010. Anamnesis: girdlestone resection left hip on (B)(6) 2010 due to late post periprosthetic infection following left htep 2007 and stem revision due to stem loosening on (B)(6) 2008. Medical history: ktep left on (B)(6) 2008, ac-arthrosis bilateral, coxarthrosis right, valgus-gonarthrosis right, lumbar pain syndrome, arterial hypertension, hyperlipidemia, 3 fold-bypass on (B)(6) 2009, foot surgery left 2009, renal insufficiency, carotid stenosis, gastric bleeding on (B)(6) 2010. Findings: re-implantation left htep on (B)(6) 2010. Transfusion of 4 units prbc. Peri and postoperative antibiosis. Bed rest 1 week (abduction). Postop x-rays normal, laboratory shows continuous decrease of inflammatory markers, no complications prior to discharge. Complication report, on (B)(6) 2011: severe deep periprosthetic infection, device removal. Surgical report, on (B)(6) 2011: diagnosis: periprosthetic infection after re-implantation. Treatment: removal of htep without replacement. Findings: secretion of cloudy liquid removal of all components. Jet lavage. Fixation of femur with two cerclage cables procedure time 2hrs. Discharge summary, on (B)(6) 2011: patient was stationary from on (B)(6) 2011. Anamnesis: recurrent infection following re-implantation left htep with detection of staph. Epidermis (on (B)(6) 2011) and staph. Epidermis & staph. Lugdunenesis (on (B)(6) 2011). Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: all involved devices are intended for treatment. The compatibility check could not be performed as reference numbers are unknown. Conclusion summary: patient (ID: (B)(6) is part of a single-center follow up study to obtain long-term survival, clinical and radiographic outcome data on the modular zimmer revitan® revision stem. According to the received information, a revitan stem and b-s cage was implanted on (B)(6) 2010 and revised again on (B)(6) 2011 due to infection. The reported periprosthetic infection and the involvement of a burch-schneider cage and a revitan stem 200/20 with a 55 proximal component could be confirmed. Nevertheless, exact product identification could not be found. Based on the missing product identification review of the manufacturing records, the sterilization records, the product compatibility and the complaint history of these components could not be performed. In conclusion, due to the significant lack of information no in-depth investigation and no exact root cause could be identified. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update.

Manufacturer narrative:
Medical product: revitan proximal stem; catalog# : unknown; lot# : unknown, revitan distal stem; catalog# : unknown; lot# : unknown, therapy date: (B)(6) 2011. Surgical reports were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to infection.